Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation completed 1/21/2014. The customer's complaint that the unit is frozen could not be confirmed. The device was tested and the complaint wasn't duplicated. However it was noted that it is running hot, and vibrating. Evidence indicates this is due to immersion during cleaning. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Placeholder

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 27-aug-2013 due to the device running slowly. A service request for this item was called in on 14-jan-2013 for seizing up. The previous service condition of running slowly is not relevant to the current complained issue of seizing up. The manufacture date of this item is unknown. (B)(4). Placeholder.

Event description:
Veterinary event facility reporter advised the 532.021 (sagittal saw attachment) is seizing up. No further information was provided. No reported patient or procedure harm noted. This report is 1 of 1 for complaint (B)(4).